Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider indicated that the cause of the motor stalls was unknown. The pump was replaced on (B)(4) 2017 as an intervention. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was omitted that pertains to an alternate event/therapy; refer to (B)(4) regarding damaged recharging waist belt. Information was received from a consumer regarding a patient who was receiving clonidine with concentration 800 mcg/ml, bupivacaine with concentration 14 mg/ml, and dilaudid with concentration 12 mg/ml via an implantable pump for spinal pain. The dose rates of clonidine, bupivacaine, and dilaudid were unknown. It was reported that the patient¿s pump quit working 3 or 4 times. It was noted that since then the patient¿s pump was removed and replaced on (B)(6) 2017 with a flowonix pump. It was also reported that the pump was removed on (B)(6) 2017. The date of pump explant is unclear as reported. The reporter had dates form refill printouts. It was indicated that the pump had stalled on (B)(6) 2016 at 11:51 and recovered at 5 12:04. The pump also (B)(6) 2017 and recovered on 13:06. It was further indicated that it stalled again on (B)(6) 2017 at 10:27 and recovered at 10:38, but then stalled again at 10:50 and recovered at 11:03. The patient was afraid that it would quit. No patient symptoms were reported. The patient was too follow-up with their healthcare provider. No further patient complications have been reported as a result of this event.